Event description:
On (B)(6) 2025, the patient who received valve placement on (B)(6) 2025 experienced a pneumothorax. Patient experienced dyspnea and pneumothorax was detected on an x-ray. Chest tube was placed (B)(6) 2025. On (B)(6) 2025 fibrin glue was applied to control the air leak. On (B)(6) 2025 pleural blood patching was attempted. Leakage is decreasing and investigation is ongoing.

Event description:
On (B)(6) 2025, the patient who received valve placement on (B)(6) 2025 experienced a pneumothorax. Patient experienced dyspnea and pneumothorax was detected on an x-ray. Chest tube was placed (B)(6) 2025. On (B)(6) 2025 fibrin glue was applied to control the air leak. On (B)(6) 2025 pleural blood patching was attempted. Re-adhesion was confirmed on (B)(6) 2025, and chest tube was removed (B)(6) 2025. Air leak resolved and patient was discharged on (B)(6) 2025.